Event description:
According to medical records, prior to arrival to this facility, patient's insulin pump was to deliver a dose of insulin to patient. A message of "no delivery" displayed. It was unknown if pump malfunctioned or did not contain insulin. During hospital stay, it was reported that the pump had an insulin delivery error. Company was contacted by patient's family and a new pump was provided.